Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain in the ribs. The patient underwent a revision procedure wherein the lead was replaced with a smaller paddle lead. The patient was doing well postoperatively. The explanted paddle lead will not be returned.